Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6), 2011, it was reported by the perfusionist that the patient was exhibiting power fluctuations. A speed ramp study was completed and the inflow velocity never changed and the speed was taken up to 11000rpm so the left ventricular would decompress slightly. The system controller was exchanged with no changes in power. The patient received multiple doses of factor vii in the last week. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.